Manufacturer narrative:
Section h10: (h3) the evaluation of the of the revision reported was likely the result of an insufficient bond between the tibial tray and the bone, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed because the explants were not returned for evaluation. Concomitant device: size 3, 11mm insert optetrak insert (cn: 204-23-11, sn: (B)(6)).

Manufacturer narrative:
Pending evaluation. Concomitant device: size 3, 11mm insert optetrak insert (cn: 204-23-11, sn: (B)(4)).

Event description:
As reported, approximately 7 years postop this (B)(6) male patient¿s right knee, the patient was revised due to the tibial component loosened and the patient had pain in knee. The tibial component was revised. Utilized stemmed tibial component. Femur and patellar components were not revised. Devices not returning, discarded at time of surgery. Patient was last known to be in stable condition following the event. Concomitant device: size 3, 11mm insert optetrak insert (cn: 204-23-11, sn: (B)(4)).